Event description:
The technician alleged the nurse call is not functioning. No patient impact.

Manufacturer narrative:
The technician found the nurse call wire harness is disconnected on the interface board. The technician does not know how this wire became disconnected. The technician reconnected the wire harness connector on the interface board to resolve the issue.